Event description:
It was reported that the user¿s continuous glucose monitor had been disconnected for a prolonged period, which resulted in the ilet suspending automated dosing after the configured time without glucose data; the user subsequently paired a new g7 sensor and warmup began, and education and troubleshooting were completed. Symptoms included no reported adverse clinical effects. Outcomes included no reported alerts or alarms beyond the expected dosing stop when glucose data are unavailable, and no hospitalization. Investigation included review of device behavior and user guidance. Investigation of this case revealed expected device performance with a loss of sensor data leading to dosing suspension, resolved by initiating a new sensor and re-establishing connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user-related loss of cgm connectivity with the device operating as designed.